Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the c4 screw of an implant backed out. The original implant date is unknown. The revision surgey was performed to replaced the screw.